Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was unresponsive and the pump usb port was damaged and bent. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.